Event description:
Event description guidant rec' info that this explanted cardiac resynchronization therapy- defibrillator (crt-d) was interrogated, following the pt's death from a sustained ventricular fibrillation (vf). An out-of-range shock impedance and shorted lead indicator were observed. Lead measurements noted at follow-up three days prior were acceptable. The device was returned for laboratory evaluation.